Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified circumflex artery. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, after the balloon was passed through the guidewire and dilatation was performed, it was noted that the balloon ruptured. The device was simply pulled out from the patient's body and the procedure was completed with another device. No patient complications were reported and patient was good post procedure.